Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test". The patient's concurrent conditions included obesity. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed. At the time of the report, the pelvic pain outcome was unknown and the dysmenorrhoea, weight increased and abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 230 lbs. Approximate weight at the time of essure placement 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Most recent follow-up information incorporated above includes: on 7-sep-2018: new pfs received- new events added: dysmenorrhea (cramping), pain, weight gain, lower abdominal pain,she did not undergo conformation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.